Manufacturer narrative:
The investigation determined that lower than expected results were obtained from vitros calcium (ca) slide lot 0306-06174-0825 from a single level of vitros performance verifier (pv) ii, lot x8382, on a vitros 350 chemistry system. The assignable cause of the event was user error, associated with using an inaccurate pipette causing over-reconstitution of calibrators and pv fluids. The customer stated the pipette used to reconstitute the vitros calibrators and pv fluids was dispensing 4 ml when it was supposed to dispense 3 ml. Recalibration with calibrators using a pipette dispensing accurate volumes and testing vitros pv fluids reconstituted with the same pipette generated acceptable results. A performance issue with the vitros 350 chemistry system cannot be ruled out as contributing to the event as reflectometer spike errors were generated within the timeframe of the event, including spike errors on the 680nm filter used for the vitros ca assay. An ortho field engineer replaced the mic board, driver board and rec board for the reflectometer to resolve the spike errors. The investigation determined that multiple vitros assays were affected and therefore, it is unlikely a vitros ca slide reagent performance issue was the assignable cause of the event. Email address for contact office in field g1 above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results were obtained from vitros ca slide lot 0306-06174-0825 from a single level of vitros performance verifier (pv) ii, lot x8382, on a vitros 350 chemistry system. Vitros pv ii x8382 ca results of 9.11, 9,11 and 9.45 mg/dl vs. The expected result of 11.82 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ca results were obtained from a non-patient quality control fluid. The customer was not yet processing patient samples as the quality control results were unacceptable. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).